Manufacturer narrative:
It was reported to abbott, a patient underwent a trial for low back and hip pain that was not resolved with the already implanted scs system. The trial was unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was attributed to issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129154.